Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, but the usb cable not charging issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the usb cable broke off in the pump's usb port causing the pump to not charge. The customer's blood glucose level was 200 mg/dl. A replacement pump was sent to the customer to resolve the issue.